Event description:
Information was received that a smiths medical cadd-ms 3 ambulatory infusion pump, was pumping at a higher rate then programmed and alerting low volume before expected to run out. No adverse patient effects were reported.